Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, a proximal shift was noted. Part of the closure device's sides protruded into the left atrium but the device remained fixed with the distal anchor. Due to the patient's age, the patient was kept under observation while anticoagulation medication was continued. At the routine 6-month follow-up, further proximal shift was noted. One side of the closure device's anchors were free. Due to the patient's unstable condition, it was decided to remove the closure device. The current facility was not adequately trained for removal of the closure device, therefore a request to the surgical department was made. No additional information is known.

Manufacturer narrative:
B5: narrative updated with additional information. H6: impact code added.

Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, a proximal shift was noted. Part of the closure device's sides protruded into the left atrium but the device remained fixed with the distal anchor. Due to the patient's age, the patient was kept under observation while anticoagulation medication was continued. At the routine 6-month follow-up, further proximal shift was noted. One side of the closure device's anchors were free. Due to the patient's unstable condition, it was decided to remove the closure device. The current facility was not adequately trained for removal of the closure device, therefore a request to the surgical department was made. No additional information is known. It was further confirmed that the patient had the watchman closure device surgically explanted and has been doing well since. It was further reported that the device was explanted via a thoracoscopic-assisted intercostal approach rather than a median sternotomy and a clip was applied to close the laa.

Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, a proximal shift was noted. Part of the closure device's sides protruded into the left atrium but the device remained fixed with the distal anchor. Due to the patient's age, the patient was kept under observation while anticoagulation medication was continued. At the routine 6-month follow-up, further proximal shift was noted. One side of the closure device's anchors were free. Due to the patient's unstable condition, it was decided to remove the closure device. The current facility was not adequately trained for removal of the closure device, therefore a request to the surgical department was made. No additional information is known. It was further confirmed that the patient had the watchman closure device surgically explanted and has been doing well since.